Event description:
A site representative, or registered nurse, reported that a straight suction had verified and been used by the surgeon throughout the ent procedure. During navigation the straight suction began flickering and the surgeon was unable to re-verify the instrument at that point. The surgeon continued with all other instruments and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Lot number and device manufacturer date provided.

Manufacturer narrative:
Device lot number, or serial number, not available at time of this report. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable at this time. Suspect straight suction not expected to be returned to manufacturer for evaluation. A medtronic representative, following-up at the site, performed planned maintenance of the navigation system; all instruments checked-out properly, including the straight suction.